Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their implant was on their left side and said where their implant was it was "pinching them all the time". Patient said the sensation felt like if they got really, really cold and you get a pain that's what the pinching felt like. Patient said the right side never pinched them and wished that the implant was put in on their right side. Patient feels the pinching in their butt that felt like a pain that was half way down their butt check. Patient said this definitely wasn't the stimulation. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.